Event description:
It was reported that the patient was frequently charging implantable pulse generator (ipg), difficulty charging, and ipg unable to charge past to two bars. The patient underwent an ipg replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.